Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device; however, the device has been discarded.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.